Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving morphine (50 mg/ml at 15.984 mg/day) via an implanted pump. The patient¿s medical history included pain. On (B)(6) 2018 it was reported that per the physician the pump was malfunctioning and the patient was going through withdrawal due to the pump not delivering adequate medication. The pump was replaced. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The diagnostics/troubleshooting performed was noted to be ¿n/a¿. It was noted that the healthcare professional had no further information regarding the event. The issue was resolved. The patient status was reported as ¿alive ¿ no injury¿. No further complications have been reported as a result of this event.

Manufacturer narrative:
Analysis of the pump revealed no anomaly. If information is provided in the future, a supplemental report will be issued.